Event description:
For some unk reason not reported by customer the pt returned to the o.r. For cultures and washout of the operative site. Cultures showed no growth and pt was placed on antibiotics.

Manufacturer narrative:
Product is not being returned for eval. (B) (4).